Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose level was not impacted. Reportedly, the customer was not using the pump and continued to use manual injections as alternate insulin therapy.